Event description:
It was reported that the patient experienced four infusion set leakage events at the infusion site leading to high blood glucose treated by correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 4. (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.